Manufacturer narrative:
Device evaluation summary: the stent was positioned correctly on the balloon at the proximal markerband, however the distal section of the stent was positioned on the distal markerband due to slight stretching of the stent. Deformation was evident to the distal stent wraps with struts raised. Deformation was evident to the distal tip. There was no other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use a resolute integrity rx coronary drug eluting stent to treat a lesion in the mid left anterior descending (lad) artery. The lesion exhibited mild tortuosity, severe calcification and 80% stenosis. The device was inspected, and negative prep was carried out prior to use with no issues noted. The lesion was pre-dilated. Resistance was encountered when advancing the device and excessive force was used during delivery. It was reported that stent deformation occurred during positioning/advancement and that the event was due to use of the device in difficult lesion /morphology related. The procedure was completed using a non-medtronic device. No patient injury was reported.